Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 1 of 2 for the same event. This report is being filed after the review of the following journal article: lafosse, l., et al (2004), mini-symposium: shoulder instability ii: arthroscopic procedures for shoulder instability, current orthopaedics, vol. 18, pages 181-196 (france). The study emphasizes on focusing on better recognition of the anatomical lesions and reliable ligament fixation in order to select the treatment that will better restore the normal anatomy and physiology of the shoulder. The patients evaluated on course of this study: between january 1993 and december 1998, 192 patients (201 shoulders) with recurrent anterior shoulder instability were included in the study. 153 patients (155 shoulders: 74 in gii group and 81 in the panalok group; 119 men and 34 women) were available for review after an average of 41 months after surgery. The article describes the following procedure: an arthroscopic operation for recurrent anterior instability using either metallic or absorbable anchors. The devices involved were: gii anchors, panalok anchors, vapr radiofrequency probe (mitek), linvatec spectrum tool. Complication mentioned in the article: re-dislocation or subluxation after surgery. Gii series: 10 shoulders had dislocations. Panalok series: 8 dislocations and 7 subluxations. 4 shoulder in each group had a traumatic trigger, 4 shoulder dislocation and 3 subluxations occurred without trauma. 16 patients with recurrence underwent revision surgery: 7 arthroscopically and 9 using a latarjet procedure. 5 cases of reflex sympathetic dystrophy occurred.